Event description:
It was reported that the procedure was to treat a concentric, heavily calcified, 90% stenosed lesion in the mildly tortuous right coronary artery (rca). A 2.5x38mm xience xpedition stent delivery system (sds) followed by a 2.5x18mm xience xpedition sds were successfully deployed overlapping. During post-dilatation using the 2.5x18mm xience xpedition sds catheter, the balloon ruptured at 18 atmospheres during the 10th inflation. Additional post-dilation was performed using a non-abbott balloon dilatation catheter, completing the procedure. Reportedly, the post-dilatations were routine due to the overlapping stents. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough; stent: 2.5x38mm xience xpedition. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.